Event description:
Flowmeter on flush from non rebreather mask, switched to sims CPR bag. Pt could not exhale. Valve seemed to occlude exhale passage on device. The pt's blood pressure dropped & she needed medication.